Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair right inguinal hernia". The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair right inguinal hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair right inguinal hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿a large indirect hernia sac was separated from the cord and was repaired with a small perfix plug (device #1) within the internal ring and a perfix plug (perfix plug onlay) to repair posterior wall. This was anchored to the base of the inguinal ligament laterally and to the conjoined tendon medially." On (B)(6) 2013 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per operative notes, "a large posterior defect was found. A medium perfix plug (device #2) was placed within the defect and the base of the inguinal ligament approximated to the conjoined tendon to repair the posterior wall, anchoring the mesh plug (perfix plug onlay)." On (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #3). Per operative notes, "a large indirect hernia sac was found and was dissected up to the internal ring and ligated. A small perfix plug (device #3) was placed to make the internal ring smaller and the posterior wall was reinforced with a perfix patch (perfix plug onlay)." (Note, there was no visualization of device #2 during this repair) on (B)(6) 2018 - patient was diagnosed with recurrent left inguinal hernia thereby underwent repair. Per operative notes, "a large redundant indirect inguinal sac was reduced off the cord and a portion of a possible old plug (device #1) repair was seen. The hernia sac was reduced at the level of umbilicus, synthetic mesh was then used to wrap around the cord. The right groin with old mesh (device #2) was seen in the direct space with no recurrent hernia.¿ attorney alleges that the patient had mesh migration, nerve damage, other organ perforation, pain, hernia recurrence, repair surgeries and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair right inguinal hernia". The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 2 months post implant of perfix plug, patient was diagnosed with hernia recurrence thereby underwent repair. Updated fields: (product catalog no) (corporate lot no) (expiry date) (UDI no). This supplemental emdr represents the perfix plug (device #2). An additional emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned